Event description:
The customer complained of high blood glucose levels. The reported blood glucose level was 375 mg/dl. Troubleshooting was performed, and the insulin pump failed the prime test. The prime test was performed a second time with a new reservoir and infusion set, and the insulin pump passed. However, the insulin pump failed the high pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.